Event description:
Consumer reported concerns with mobility & failure to osseointegrate. Consumer reported that primary stability was achieved & that the time of loss in reference to the implantation was before prosthetic restoration.

Manufacturer narrative:
Consumer reported concerns with mobility & failure to osseointegrate. Consumer reported that primary stability was achieved & that the time of loss in reference to the implantation was before prosthetic restoration.